Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used. They advanced the clip down the endoscope. It (clip) became stuck and they were unable to advance it any more. The clip detached from the deployment catheter and was stuck in the endoscope channel. The endoscope was removed from the patient and the clip was pushed out of the endoscope with biopsy forceps. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During a functional test, the device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook and distal end device components showed no deformities or signs of damage. The drive wire remains attached inside the handle. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because all the components of the device (particularly the clip) were not returned for evaluation. In addition, a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A definitive cause for the reported observation could not be determined. The instructions for use state: removing undeployed device through a retroflexed endoscope can cause detachment of clip. The instructions for use state: uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. The instructions for use state: with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.